Manufacturer narrative:
H10: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review for the reported batch number concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found that the strength and material of the anchor is verified. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during surgery, one multifix knotless anchor broke off inside the patient. All pieces were retrieved. A second multifix anchor was used and it pulled out. It is unknown how the procedure was completed and if a delay occurred. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor, collar, and screw were all returned on the insertion device. There are no visible fractures to the implants. There is a small amount of deformation to the tip of the distal anchor and the screw due to pressure from use. No other visible deficiencies. Bio debris is present. A functional evaluation was performed on the returned device and found both the deployment knob and end cap knob are locked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of anchor body, mfs, molded found the following instructions: 5.2 verify certificate of analysis meets material specification and 5.4 verify tensile strength (at yield) meets specification of 100 - 118 mpa. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery, one multifix knotless anchor broke off inside the patient. All pieces were retrieved. It is unknown how the procedure was completed and if a delay occurred. No other complications were reported.